Manufacturer narrative:
Additional information: f6 added awareness date.

Event description:
This is a follow up to voluntary distributor report.

Manufacturer narrative:
This is a voluntary distributor report. The manufacturer, unimax medical systems inc., is responsible for performing the evaluation, investigation and any remedial actions related to this reported device issue per agreement with conmed corporation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
This is a voluntary distributor report the conmed representative reported the unimax sb534, specimen bag left a black piece of plastic in the trocar. The piece of plastic was retrieved. The bag was used in a 5mm port, the doctor used the incision to pull the bag out. The gallbladder was of normal size, it is stated it was small. The plastic piece was noticed at the end of surgery when the surgeon was removing the ports. The black piece of plastic was from the specimen bag sheath. There was no patient injury or impact and no delay in surgery. This report is being raised based on device malfunction with potential for injury upon reoccurrence.